Event description:
It was reported that the atrial lead was undersensing the atrial fibrillation episodes. Reprogramming the sensitivity was to be done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.